Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that no image was produced and the cause was isolated to a failed printed circuit board. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cv-v1, video system center to olympus for repair due to a report that the processor was "not working." Upon inspection and testing of the returned device, it was noted that no image was produced. This report is submitted for the malfunction of no image. As this was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the front panel does not light, led is not working and no image was displayed due to the faulty main board. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "·do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. ·do not use a pointed or hard object to press the buttons on the front panel. This may damage the buttons." Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.